Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire when the handle was pulled, a staple would be deployed when the device was released from the mucosa. The staples were bowed and would not lay flat when fired from a second device. For both devices the situation was from the initial firing. The case was completed with a third device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify was this a clip applier or stapler being used on procedure as event description said staple but product code reported is er420? What is meant by staple would be deployed when the device was released from the mucosa?" Does this mean clip was applied to tissue? Does this mean device drops clip from jaws? Please provide more detail, the word staple was used instead of ¿clip¿, when in fact the report meant clip. It was the er420 being used. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes, misfed, what looked like clips were falling out without any retaining pressure on the clip around the structure or vessel. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Nothing abnormal. Was device fired over or near existing clip? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No, does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.